Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion test and prime test. Insulin pump received stuck in motor error loop during bolus and basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery test and occlusion test due to motor error alarms. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window and scratched reservoir tube window.

Event description:
Customer reported the insulin pump alarmed motor error alarm and it's not allowing him to do anything. Customer reported that he forgot to fill cannula, tried to prime, and the device alarmed. The settings were lost and customer was unable to restart the device. Customer's blood glucose level was 90 mg/dl. Customer stated the device was not dropped or exposed to an MRI. Customer was advised to disconnect from the device. Customer does not use sensor feature. The device does rewind. Customer was advised to discontinue use of the device and revert to back up plan. Customer stated he does not have a back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.